Event description:
The patient is here for a port removal by dr [redacted]. Upon removal of the port, the port and partial catheter was retrieved, and the rest of the catheter remained in the chest secondary to the catheter breaking off. Dr. [Redacted] ordered chest x-ray to validate the position of the remnant catheter. Dr. [Redacted] talked to the parent and he came back in the operating room to let the staff know that he is consulting ir [interventional radiology]. Ir got consulted then they decided to bring the patient to operating room [redacted]. Upon further deliberation among surgeons, they decided to bring the patient back to CT. After CT scan, we transported the patient back to operating room [redacted] for intervention. Pt at high risk for catheter fracture per report from surgeon. Circulator informed rsn [renal support nurse] of fractured catheter, rsn notified pcm [patient care manager]. At this point pcm attempted to discuss the clinical plan. Provider mentioned he had reviewed the risk with pt¿s family. Director informed surgeon of disclosure and documentation needs. Surgeon returned to operating room to consult with ir regarding retained portion of catheter. Pt transported from operating room to [redacted] ir. At this point, it was decided to obtain a CT. After CT, pt was transported back to operating room where ir attempted to re-review the portion of retained catheter. After several attempts, they were unsuccessful: "impression: 1. Unsuccessful removal of retained port catheter fragment despite extensive attempts. The catheter remains in similar position extending from the extravascular tract through the left brachiocephalic vein, and across the svc [superior vena cava] stent into the right atrium. Further attempts at endovascular retrieval are unlikely to be fruitful. The catheter is likely well epithelialized and encased in a fibrin sheath within the svc stent. 2. Successful routine exchange of 16 french gastrojejunostomy tube. The catheter had been in place for about 3 years. "This port was used for blood draws, but it had stopped working. The patient has had history of multiple lines and catheters and has a history of fibrosis from [redacted] liver disease to stent placement in [redacted] svc." On removal/explant attempt, surgeon reports resistance and then relief of resistance where the port and a portion of the catheter was explanted with a remaining portion of the catheter not explanted. Reported to [redacted] as retention of foreign object. Angiodynamics inc port inj smt prt CT lpro attach vortex cath w/shth 6.6frdisc ct66ltpd-vidisc 1 n/a chest.